Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) on a patient with pre-existing chordal rupture. A mitraclip xtw was inserted and advanced to the left atrium. However, difficulties visualizing the clip occurred, and the clip became entangled in the roof of the left atrium. Troubleshooting was performed to remove the clip from the roof of the left atrium but was not successful. Therefore, the clip was deployed where it was stuck, attached to roof of the heart. The patient was noted to be stable, and the procedure was continued. Three clips were then implanted, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) on a patient with pre-existing chordal rupture. A mitraclip xtw was inserted and advanced to the left atrium. However, difficulties visualizing the clip occurred, and the clip became entangled in the roof of the left atrium. Troubleshooting was performed to remove the clip from the roof of the left atrium but was not successful. Therefore, the clip was deployed where it was stuck, attached to roof of the heart. The patient was noted to be stable, and the procedure was continued. Three clips were then implanted, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported foreign body in patient was a cascading effect of the reported entrapment of device. The reported patient effect of foreign body in patient, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.